Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73k1500280 investigations did not show issues related to the complaint. The device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
When the rubber band is wrapped around the bar pushed back to hook the skin flap, the rubber band is snapping back and breaking. The patient's condition was reported as fine.